Event description:
It was claimed by a nurse, that a citadel plus bed frame was stuck in the trendelenburg position and the electrical bed function did not work. Allegedly, a patient using the bed went into cardiac arrest due to the bed failure. A patient was transferred from the bed to another bed. Currently, the patient is in stable condition and they have had no further issues. During pick-up of the bed frame, the error e410 was displayed on the side rail control panel, and the bed platform was stuck in the trendelenburg position. The service consultant performed a reset of the bed and all controls became functional again.